Manufacturer narrative:
(B)(4). Upon completion of the evaluation or in the event additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator is alarming motor fault, low peak inspiratory pressure (pip), circuit fault, and low exhaled volume (ve). The exhalation body valve, diaphragm, and exhalation flow sensor were replaced but the reported issue was not resolved. All transducer tests passed. The main printed circuit board (pcb) was cross checked but the reported issue was not resolved. Finally the vent was cross checked with the turbine and turbine printed circuit board (pcb) and at that time the ventilator was working properly. It was also observed that the turbine was giving an unusual sound and getting overheated, prior to its replacement. The vent was not on a patient at the time of the reported event.

Manufacturer narrative:
Vyaire failure analysis lab technician was unable to verify the customer's reported issue. The suspect component is an outside vender assembly and is beyond the scope of vyaire failure analysis lab investigation capabilities.